Manufacturer narrative:
The complainant indicated that the stent remains implanted and the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of the event. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. Should further relevant information become available, a supplemental medwatch report will be filed.

Event description:
A healthcare worker complained of burning of the respiratory tract, burning eyes, and nausea while working with cidex opa. The symptoms lasted for two days and no medical attention was sought.